Event description:
It was reported that: "inflation cuff ruptured inside patient's throat. Lateral rad done to check damage and it was concluded the patient has esophageal tear. The patient was prone to be intubated and then placed in lateral. The patient was here for dental cleaning with extractions. The pressure was estimated but cuff was tested prior to being placed in the patient."

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). One (1) actual sample was received for investigation. The batch number could not be verified as the sample was received without its packaging. Based on visual inspection, a ruptured hole was ob-served on the cuff. Further inspection using the keyence digital microscope confirmed that the hole on the cuff exhibited a clear rupture, with torn and jagged edges indicative of a burst failure. The bal-loon material had lost its original shape and structural integrity. The thin, transparent material ap-peared crumpled and folded around the rupture site, suggesting that the burst occurred under pres-sure. The device history record was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on visual inspection, it was confirmed that the hole on the cuff exhibited a clear rupture, with torn and jagged edges indicative of a burst failure. The thin, transparent material appeared crumpled and folded around the rupture site, suggesting that the burst occurred under pressure. The device history record was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. However, the root cause of the defect remains undeter-mined. Therefore, corrective action is not required as part of this complaint investigation as the root cause is undetermined.

Event description:
It was reported that: "inflation cuff ruptured inside patient's throat. Lateral rad done to check damage and it was concluded the patient has esophageal tear. The patient was prone to be intubated and then placed in lateral. The patient was here for dental cleaning with extractions. The pressure was estimated but cuff was tested prior to being placed in the patient."